Event description:
As reported: "thread of the inner part of the g3 thigh neck screwdriver for fixing the screw is bent."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note correction to d4 lot #. The reported event could be confirmed, since the device returned and matches the reported failure mode. The device inspection revealed the following: the received lag screwdriver is having thread damage at the distal end of the device which is due to excessive force application which can be due to pressing on a hard surface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the provided information and the above investigation, the root cause was attributed user related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "thread of the inner part of the g3 thigh neck screwdriver for fixing the screw is bent."